Event description:
It was reported that the external pulse generator (epg) would not pace properly. The epg and patient cable were returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the cable wire was broken. (B)(4).